Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no alarms related to the blank display complaint. The pump powered up with the returned battery cap to a fully illuminated and fully functional display. The pump case was removed to find the display flex cable fully inserted into the display flex connector and the connector latched. No evidence of moisture or loose components were found inside the pump. A blank display was not duplicated during investigation.